Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2023-03284. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the full system was explanted due to new leads not being able to be placed because of patient anatomy.